Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified one-link product was ¿very difficult¿ to connect properly to a non-baxter cap, which led to a leak. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.